Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was provided; the picture shows a blue reload from the top view inside of a plastic bag. All the drivers can be seen up what indicated that the reload is fully fired. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastric bypass procedure, it was described as failure to fully fire (failure to empty cartridge) cartridge was retained; no adverse event reported. New cartridge was opened. Delay in the surgery is not specified.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58z4k. Investigation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the staple line interrupted; staples not present/visible on any portion of the staple line? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The staple line interrupted.